Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure on (B)(6) 2014 to treat a lesion in the proximal left anterior descending (lad) artery with mild tortuosity, heavy calcification and 99% stenosis, a 6f non-abbott guiding catheter was placed and a non-abbott guide wire was advanced. A 2.0x15 mm non-abbott balloon catheter was inflated two times to dilate the stenotic part of the proximal lad with suboptimal result and timi 2 distal flow. A 3.0x20 mm non-abbott balloon catheter was inflated 4 times to dilate the stenotic proximal to mid portion of the lad with suboptimal result; however, vessel rupture was noted even with low pressure inflation at 8 atmospheres. The 3.0x20 mm non-abbott balloon was inflated at the rupture site for compression. A 2.8x19 mm rx graftmaster stent was advanced but could not cross the lesion and became stuck. During withdrawal the stent dislodged at the proximal lad and no distal flow was noted. Cardiovascular surgeon was consulted and emergent coronary artery bypass graft (CABG) was arranged. The patient's vital signs were unstable even with a high dose of inotropic agent. Reportedly, dopamin, bosmin, and levophed were given and an intra-aortic balloon pump was placed in the patient. The patient was transferred to the intensive care unit for preparation of emergent CABG. The dislodged stent remained in the patient anatomy and CABG was performed successfully. The patient was in stable condition. The patient was discharged from the hospital on (B)(6) 2014. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.